Event description:
It was reported that the patient presented to the clinic with the device alarming. It was found that the right ventricular lead had no capture, high impedance, noise and a confirmed fracture. During the procedure, the pace/sense portion of the lead was to be replaced. Once the lead was hooked up to the device, manipulation of the right ventricular coil was then high. The pace/sense lead was then explanted and a defibrillation lead was implanted. All measurements were then normal. It was felt that the issue with the right ventricular was likely a subclavian crush. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).